Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced coronary artery stenosis that required chest compressions. The patient displayed hypotension at the beginning of the procedure. Then when they were finishing up and almost done with the procedure, the patient's blood pressure dropped down even further. The physician utilized the soundstar ice catheter to visualize the pericardial space and no pericardial effusion was seen. The anesthesia team noted that the blood pressure continued to drop. The physician utilized the ice catheter to visualize the lv (left ventricle) function and noted that the left ventricle was not functioning adequately. The code team was called and chest compressions were started on the patient. Eventually, the patient became stable. Because of the patient's history of coronary artery disease and a possible coronary artery stenosis, the patient was transported to the cardiac cath lab for a coronary arteriogram. Patient fully recovered; however, required extended hospitalization as patient had left main disease. Other relevant patient history includes history of coronary artery disease with stents and abdominal aortic aneurysm.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).